Event description:
User receiving discrepant sodium and potassium results for approximately 4 days. The following example was provided: initial sodium result 71 mmol/l, potassium result 2.7 mmol/l. Same sample repeated using different instrument, same method, recovered 135 mmol/l for sodium and 5.2 mmol/l for potassium. Same sample repeated using different method recovered 136.9 mmol/l for sodium and 5.0 mmol/l for potassium. The initial results were not reported. The field service representative was unable to determine a cause for the discrepancy.